Event description:
A complaint was received on september 12, 2024 (related report: MDR 3014273644-2024-00002) indicating that it was discovered intraoperatively that a box labeled as containing a size 28 l ceramic head actually contained a size 32 l ceramic head (correct size directly marked on the device). No patient injury or death was reported. Novosource became aware that biolox ceramic heads, a component in the novosource total hip system had been mislabeled. Sizes 28 l and 32 l had seemingly been reversed. The preliminary investigation indicated that the issue was restricted to 2 lots, each containing a quantity of (B)(4) units. As part of the ongoing complaint investigation and containment actions, the suspect lot and the associated lot (packaging labeled as size 32 l heads) were requested to be returned for evaluation. On september 19, 2024, upon inspection of returned units, novosource became aware that a lot quantity of (B)(4) 28 l ceramic heads were packaged with labeling that indicated size 32 l. Thus, the decision was made that a firm-initiated recall was appropriate and the appropriate FDA division recall coordinator was notified without delay. Information obtained through a health hazard evaluation supported that if the malfunction were to recur, it would likely cause or contribute to serious injury.